Manufacturer narrative:
Final analysis found a complete lead returned in two pieces. External insulation abrasion was noted from 9.0 cm to 9.2 cm from the connector pin, consistent with friction against the pulse generator can. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on the right ventricular lead and the right atrial lead. The leads were removed and replaced during a routine pulse generator exchange for normal battery depletion. The patient was stable post-procedure.

Event description:
New information reported that the noise was discovered via a remote merlin.net transmission. The patient was asymptomatic. The right ventricular lead noise was oversensed and resulted in pacing inhibition.